Manufacturer narrative:
Hologic technical support (ts) discussed possible causes of discrepant samples. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; all runs were clean and valid. Pas noted the positive samples in question had rlu values near the negative threshold, indicative of low-target or mishandled samples. Ts relayed pas's information to customer, and they agreed to retest with another set of negative samples. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma validation run, wl (B)(6), using assay lot 278151 on panther fusion instrument sn (B)(4) which had three discrepant samples. The samples were negative when using the sars-cov-2 pcr assay, but new aliquots from the initial collection tube were positive on the sars-cov-2 tma verification run.